Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous anatomy causing the reported failure to advance. The device was removed and re-inserted after a guide liner was added; however, the device met resistance with the anatomy once again and could not cross the lesion. During removal the device met resistance with the anatomy causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous distal right coronary artery (rca). The 2.75x15 mm xience sierra stent delivery system (sds) could not cross the lesion due to the anatomy. Advancement was attempted again with a guideliner; however, the sds still failed to advance. The sds was removed with resistance noted with the anatomy. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.